Event description:
During a non union procedure of the distal humerus: as surgeon was inserting the threaded guide wire it broke. The broken piece was not retrieved. Surgeon implanted a cannulated screw and determined he would implant a shorter screw instead. After removing the cannulated screw the screw was bent. The surgeon noted that the patient had very strong bone which may have contributed to the guide breaking and the screw bending. The surgery was prolonged by an additional 15 minutes. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(6). : without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.